Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for cervical radiculopathy. It was reported that this had happened before but the patient though that it was with their previous neurostimulator implant that was implanted in 2007. The patient had a loss of therapy and could not get it charged. The date of this event was unknown. The cause of the prior overdischarge was unknown. The battery was replaced in 2014 to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.